Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 5.72 pg/ml. The repeated result was 2.36 pg/ml. This result was believed to be correct.

Manufacturer narrative:
The reagent lot number is 81422001, and the expiration date is 30-nov-2025. The qc and calibration were acceptable. The field service representative performed checks, a reagent prime, and measuring cell preparation. He found a kinked tube in the tube reservoir and replaced it. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.